Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1c1dh, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that 6-8 months ago it was discovered that the patient needed a new lead wire and they repositioned the ins to a lower position. The patient noted there was no scar but they could feel the ins. The patient was advised to follow up with their healthcare provider. No further complications were reported.